Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing on a transfer set was leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection using magnification found a hole in the tubing approximately 1.5" from the twist clamp. Leak testing, clear passage testing, and clamp function testing were performed. During leak testing, a leak was found at the hole in the tubing. The cause of the reported condition was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.